Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified left popliteal artery. A 2.0mm x 40mm x 144cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a coyote es mr balloon catheter. The balloon was loosely folded and with blood in the balloon and inflation lumen, and contrast on the outside of the balloon. The tip, balloon, markerbands, proximal weld, inner/outer shaft (lumen) were microscopically and visually inspected. Inspection revealed a pinhole in the balloon material located at the distal edge of the proximal markerband. Inspection of the remaining device found no other defects or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified left popliteal artery. A 2.0mm x 40mm x 144cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.